Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that the patients onetouch ultra 2 meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the meter issue began sometime in (B)(6) 2016, the exact date is unknown. The reporter claimed the patient obtained an alleged inaccurate high blood glucose result of ¿over 200 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter informed the csr that the manages her diabetes with insulin (self-adjuster) and in response to the alleged inaccurate high result took 10 units of insulin, as the patient had been advised by her doctor to take 8 units of insulin (name of the insulin not known) when the results would be in between 100 to 120 mg/dl and increase 2 units if it would be more than 200 mg/dl. Thus patient took 10 units of insulin as result was 200 mg/dl. The reporter informed the csr that 10-15 minutes after the alleged issue, the patient developed symptoms of ¿sweating and felt uneasy, then was unconscious¿. The reporter stated that the patient was treated with ¿glucon-d powder mixed with water and some sugar water¿. It was reported that the patient returned to normal following the treatment. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.